Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on september 21, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/ dead battery. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
((B)(6) 2011) correction: the year the alleged issue occurred was 2011 not 2017.

Event description:
On (B)(6) 2011, lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the patient that the alleged issue occurred in the afternoon of either (B)(6) 2011 or (B)(6) 2011. The patient stated that she manages her diabetes with diet at the time that the issue started. Three to four days after the reported issue occurred, the patient claimed to have developed symptoms of 'thirst and frequent urination' and reportedly drank more water in response to these symptoms. The mss was also informed by the patient that on (B)(6) 2011 or (B)(6) 2011, she went to see her doctor in response to the symptoms she had developed and the doctor ordered a lab test done. The patient cannot recall the specific test result but did mention that it was 'elevated'. Her doctor placed her on oral medication, 500mg of metformin, in response to the lab result. At the time of troubleshooting, the cca determined that the batteries needed replacement. The patient did not have new batteries available. Replacement products were sent to the patient. This complaint is being reported because she claimed to have developed symptoms suggestive of a serious injury after the alleged issue began.